Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -12.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer toric lens due to refractive surprise. The problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label - age 21. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -12.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer toric lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.